Manufacturer narrative:
B3: date of event is estimated. D4: the UDI is unknown because the part/lot number was not provided. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review, and similar incident query was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the potential foreign body in patient appears to be related to operational context. It was not confirmed that a portion of the teflon remains within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported in a comment that during a procedure a balloon catheter was not able to advanced on a hydro bmw guidewire (gw); therefore, the balloon catheter was attempted to be removed from the gw and resistance was also noted and the gw and balloon catheter had to be removed from the anatomy as a single unit. When the gw was removed from the patient the teflon coating was noted to have peeled off. It was not confirmed if some of the teflon remained in the patient. There was no adverse patient sequela. No additional information was provided.